Event description:
Information was received that patient had an incomplete flap cut during a refractive surgery. The procedure was aborted. Patient was subsequently lost to followup. No further information is available. Visual acuity preoperative-o.d.:20/20. O.s.:20/55. Visual acuity postoperative-o.d.:20/50-1 o.s.:20/25.